Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer had a stage 1 procedure on (B)(6) 2016. The consumer had follow-up calls from the company and rep., but was unable to be reached since (B)(6) 2016 and didn¿t show up for their office visit on (B)(6). On (B)(6) the consumer was supposed to have their leads removed or move on to stage 2, but they didn¿t show up for the procedure. The hcp then notified the rep. The sheriff found the consumer in their home deceased. The time/cause was unknown and it was unknown what factors may have led or contributed to this but the rep. Planned to know more from the hcp on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown when the consumer passed away, what the lot number of the lead implanted at the time of death was, if there were any medical events/procedures leading up to the consumer¿s death, or what the cause of death was. It was noted there was no device issue and the death was thought to be unrelated to the device or therapy.